Event description:
It was reported that a patient underwent an atrial fibrillation - paroxysmal ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and post procedure the bwi product analysis lab identified a hole on the pebax and an electrode with a lifted edge. During the procedure, siginal interference was identified on the ic (intracardiac) channel. The affected catheter was inside of the patient's body when the issue was identified. The physician was still able to monitor patient heart rhythm with the intact ECG (electrocardiogram) signals. A second device was used to complete the operation. There was no adverse event reported on patient.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech for evaluation. A visual inspection and electrical test on carto 3 system of the returned device were performed following johnson & johnson medtech procedures. Visual analysis revealed a foreign material inside the tip. The device was connected to the carto 3 system, and it was recognized and visualized correctly. No signal noise or errors were observed on the carto 3 screen. The device tip was inspected under microscope after performed the test, and it was found a hole on the surface of the pebax section and a damage on electrode, the second electrode has lifted edge, but it has not separated. A manufacturing record evaluation was performed for the finished device number lot 31419804l and no internal action related to the complaint was found during the review. The foreign material inside the pebax could be related to the signal noise issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage and electrode damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instruction for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle as part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through the quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).